Manufacturer narrative:
The astral device, power source and data logs were not returned to resmed for investigation, therefore, the reported internal battery degraded warning alarm was not confirmed. Based on all available information and previous investigations of similar complaints, the investigation determined that the reported low priority warning alarm was most likely triggered due to a software issue. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Per the reporter, the battery was draining even when the device was plugged in. There was no report that ventilation was affected. Resmed has requested for the device to be returned for investigation. Per the customer, the device was sent to a third party service center for evaluation. The device was not returned for investigation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.